Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted that the lead was dislodged. It was reported that patient experienced arrhythmia. The lead was repositioned on (B)(6) 2024. The patient was intubated post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.